Event description:
A healthcare professional reported injecting a patient with 1.0cc of evolysse smooth into the smile lines, cheeks, and perioral lines. Approximately one (1) week post injection, the patient experienced visible lumps in the left cheek. The hcp recommended massage. On (B)(6) 2025, the patient still had noticeable lumps present. Hcp treated patient with approximately 15 units of hylenex and successfully dissolved the lump.

Manufacturer narrative:
The filler was injected into the patient and is not available for return. The event is a physiological event complication and analysis of the device does not assist in determining a probable cause of the event. This is a known potential adverse event addressed in the product labeling eus-(B)(6).